Event description:
The MFR received info alleging a pt expired while using a millennium m10 oxygen concentrator. The device has yet to be returned to the MFR for eval. A f/u report will be filed when the MFR has completed the investigation.

Manufacturer narrative:
The manufacturer initially reported that a patient allegedly expired while using a millennium oxygen concentrator . Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The durable medical equipment (dme) supplier confirmed that they are unable to locate the device. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.